Event description:
Patient revised due to spin out.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not reveal any other reports for the reported product lot number. The investigation could not verify or draw any conclusions about the root cause of the reported event. The initial reporting stated the product is not suspected of failing to meet specifications or contributing to the event and the device was extracted for size purposes only. No evidence was found suggesting product contribution to the reported event and the need for corrective action is not indicated. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.